Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin being splashed with a water hose as customer was cleaning around the pool. Customer reported that as a result, insulin pump received a button error alarm and fluid was visible underneath display screen. Customer's blood glucose was 137 mg/dl. Customer was advised that insulin pump would need to be replaced.